Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but not provided. It was believed that the issue may have been caused by pre-analytic handling.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for urea/blood urea nitrogen (ureal). The sample initially resulted as 41.92 mmol/l accompanied by a data flag. The sample was repeated at a decreased sample volume and resulted as 5.46 mmol/l. The value of 5.46 mmol/l was reported outside of the laboratory. The doctor from the clinic called and questioned the result. The sample was re-tested and resulted as 43.04 mmol/l accompanied by a data flag. The sample was repeated at a decreased sample volume and resulted with no numerical value, only a data alarm. The sample was then manually diluted 1:4 and the result was calculated to be 41.05 mmol/l. The 41.05 mmol/l value matched the patient profile and was reported back to the clinic. The patient was not adversely affected. The ureal reagent lot number was 698554. The customer was asked for the ureal reagent expiration date, but this was not provided.

Manufacturer narrative:
This event occurred in (B)(6).